Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informs that tests for sample ID (B)(6) were performed and resulted with exception of the troponin I ultra (tni ultra) test. The atellica im 1300 analyzer canceled the tni ultra test, and error messages displayed on the worklist screen and the operator event log screen. Troubleshooting, performed by the customer, did not lead to the problem and caused a two-hour delay of the tni ultra testing. Siemens dispatched a customer service engineer (cse) to the customer site and performed an investigation. It was determined a sequence of the system, attempting to pipette apw1 with reagent probe 3, caused volume check errors for probe wash (apw1) and made the component unavailable for use on the analyzer. A review of the operator event log confirmed the probe wash (apw1) component was unavailable. The probe wash replaced and allowed testing to resume and complete. Siemens is informed that the instrument is operational, and no further evaluation is required.

Event description:
The operator encountered a delay in obtaining a troponin I ultra (tni ultra) test result on the atellica immunoassay (im) 1300 analyzer. The operator informs the result for tni-ultra was not reported in the expected turnaround time for the laboratory, and the emergency room documented the incident report. There are no reports of patient intervention or adverse health consequences due to the delay in obtaining a tni ultra test result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00169 on 13-may-2019. Additional information (8-august-2019): siemens healthcare diagnostics has confirmed an issue with the reagent carryover mitigation for the atellica im testosterone ii (tstii) assay. The issue may occur on an atellica im analyzer with tdef version 1.0, and cause the mitigation not to complete as defined in the atellica im test definition (tdef). When the required reagent carryover mitigations attempt to complete, the atellica im analyzer posts system event messages to alert the user and informs that mitigations are not run. Any assays requiring ancillary probe wash 1 (apw1) and use reagent probe 1 and/or reagent probe 3 will not process as the system will stop use of the apw1 until new packs are on board and available for use. Potentially impacted assays include intact pth, total hcg, troponin I ultra, and high-sensitivity troponin I. An urgent medical device correction (umdc) #aimc 19-02.a.us was sent to the us customers starting on august 14, 2019, and an urgent field safety notice (ufsn) #aimc 19-02.a.ous was sent to outside the us (ous) customers. The umdc and ufsn inform customers of the observed issue and provide the actions to be taken by the customer. Section h10 codes (result and conclusion) were updated.